Event description:
Related manufacturer report number: 3006705815-2021-06486 and 3006705815-2021-06488. It was reported that the patient was experiencing uncomfortable stimulations. Diagnostic testing revealed low impedances on multiple contacts. As result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient's scs system was explanted and replaced on (B)(6)2022 resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.